Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant information, a supplemental manufacturer's report will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an easycore biopsy needle was inspected prior to an unk procedure. According to the complainant, it was evident that the device was not functioning properly. The device did not open and close as it would normally, therefore, was not used on the pt. Additional attempts have been made to obtain event clarification. These attempts have been unsuccessful.